Manufacturer narrative:
The customer re-ran other samples that were tested at the same time and all other samples gave the same or similar results. All qc results were within acceptable range. A service engineer went on site and performed the following: removed luminometer, cleaned and refit. Replaced aspirate probe guides and calibrated probes. Replaced the ancillary probe which was bent. Replaced rp1 collar which was damaged. Replaced rp2 which was bent. Replaced degasser and release seized water trap. Reran qc. All results were within specification. The instrument was handed over to the customer in proper condition. No conclusions can be drawn. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The interpretation or results section of the instruction for use states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specification.

Event description:
Customer observed an elevated advia centaur xp troponin ultra (tni ultra) result compared to a subsequent result from the same patient 5 hours later. The physician questioned the initial result because of the second result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni ultra result.

Manufacturer narrative:
MDR 1219913-2017-00223 was filed on november 9, 2017 reporting an elevated advia centaur xp troponin ultra result compared to a subsequent result from the same patient 5 hours later. November 20, 2017 - additional information: siemens requested sample handling information from the customer but did not receive the requested information after multiple requests. Based on the information provided, while the exact root cause of the falsely elevated troponin ultra initial result cannot be determined, siemens cannot rule out instrument maintenance. Reagent dispense and aspirate/wash probes were found by the customer support engineer to be damaged and required replacement. Inefficient washing of the sample can cause elevated relative light units (rlus) and therefore an elevated dose result. Post service, the original sample was repeated and resulted in the normal range as expected. All qc run post service is in specification. Assay works as specified.